Event description:
It was reported that the clinician questioned why a mode switch was not triggered on the device. It was noted that due to the patient having intact conduction the mode switch algorithm did not turn on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.